Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03561 / 1825034-2016-03563). Product location unknown.

Event description:
Patient underwent a left knee revision procedure approximately 11 years post implantation due to a fractured locking bar and poly wear. The bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: palacos bone cement - catalogue 424810 lot 003647,biomet tibial tra- catalogue 141233 lot 727950,maxim fml - catalogue 140072 lot 605860.